Event description:
As reported by a field clinical specialist (fcs), a patient underwent a transfemoral transcatheter aortic valve replacement (tavr) procedure with a 23mm sapien 3 ultra valve in aortic position. Approximately 3 years and 4 months later, the patient underwent a valve in valve (viv) with a 23mm sapien 3 ultra resilia valve inside the pre-existing 23mm sapien 3 ultra valve due to stenosis or possible thrombosis.

Manufacturer narrative:
Investigation is ongoing.